Manufacturer narrative:
On 05-31-2016 an ocd field engineer (fe) arrived at the customer site and verified the operation and settings of the provue. Fe confirmed the reader camera brightness set at 114(101-128), there was no evidence of wash block cracks or the probe being bent. Fe verified that the probe was installed with the proper orientation. Verified that the syringe and tubing were not leaking. The cards were being properly handled & view by the reader camera both before & after being loaded into the centrifuge. The customer indicated that the newly received lot of surgiscreen was tested on provue and results were as expected. The root cause of this event could not be determined.

Event description:
Customer states that during correlation studies, a sample that was previously identified to be positive for fya was negative for the antibody screen when tested on provue. The customer identified positive antibody screen as well as anti-fya in manual gel.